Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device would no longer deliver defibrillation energy. This was observed during testing and there was no patient use associated with the reported failure.

Manufacturer narrative:
Correction information: the initial medwatch report indicates: physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The initial medwatch report should indicate: physio-control evaluated the device and verified the reported failure. It was observed that the cable which connects the therapy connector assembly to the therapy pcb assembly was disconnected from the therapy pcb assembly. It was also observed that the cable became disconnected very easily. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Supplemental information: physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported device issue was due to the j23 latch mechanism not holding the attached cable firmly.